Event description:
It was reported that the right atrial (ra) epicardial lead was removed and replaced due to low impedance. It was further reported that the right ventricular (rv) lead epicardial lead was observed to have insulation damage during the generator change out. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segment, analyzed and the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo, the outer insulation of the lead was observed to have blood ingression. Concomitant medical products: addrl1 implantable pulse generator 2007-(B)(6); 4058m implantable pacing lead implanted: 1995-(B)(6). (B)(4).